Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "ventilator device alarmed during patient ventilation. Technical event te285003 (taagl_backlightdefect). There was need for medical intervention reported. Patient was ventilated by using a manual resuscitator (ambu bag) once the ventilator device alarmed. This occurrence was noticed during patient ventilation. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "ventilator device alarmed during patient ventilation. Technical event (B)(4) (taagl_backlightdefect). There was need for medical intervention reported. Patient was ventilated by using a manual resuscitator (ambu bag) once the ventilator device alarmed. This occurrence was noticed during patient ventilation. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d1, d4, g6, h2, h4, h11.